Event description:
It was reported to philips that the system did not boot up successfully. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use and the procedure was completed by moving patient to another room. It was reported that the machine was not switching on. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube at anode side has arcing. Fse cleaned and interchanged ht cables. After cleaning and interchanged the ht cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.